Manufacturer narrative:
Correction to b5: the quantity was incorrectly documented as 1. The quantity is 2. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between march 21-22, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included pressure testing and clear passage underwater were performed, and it was noted that there was a leak from the second y-site clearlink. An autopsy was performed on the y-stie clearlink and the gland component was non-conforming material. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from an unspecified location. The leak was observed while patient was connected during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.